Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: these cannot be used because they do not fill up to the minimum level for analysis (2mm below the level).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9246506. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-09-03. Medical device lot #: 9114940. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-04-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: these cannot be used because they do not fill up to the minimum level for analysis (2mm below the level).